Event description:
It was reported that a spectrum pump was infusing at a faster rate than programmed. Any patient injury or medical interventions is unknown.

Manufacturer narrative:
(B)(4). The device was sent by the customer to a baxter facility that does not perform spectrum pump evaluations. The device was tested and found to be in specification, however the pump will be returned to the correct baxter facility and further evaluation will be performed. When completed, a supplemental report will be provided.